Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the air detector was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and no alarms related to the reported issue was identified. Functional testing confirmed the air detector issue, and the air detector was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that the pump's air in line sensor was damaged. Per reporter, the issue was discovered during testing. Evaluation of the returned device confirmed the reported issue during visual inspection and functional testing.